Event description:
A purchasing agent reported that an intraocular lens (iol) was exchanged for a different model lens due to glare and halos. Additional info has been requested. There are two medical device reports associated with this event. This file is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).